Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The keyboard and cable, hard drive, and power supply were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed "keyboard error" and needed to be reinitialized to clear the error. There was no adverse patient involvement reported. There was no patient info reported.